Manufacturer narrative:
Additional information was received that there was no patient injury, rotated from 158 to 11, patient is doing well now with a refraction of -0.75 + 0.75 x 159 20/20. Device available for evaluation ¿ yes, returned to manufacturer on 3/13/2019. Device returned to manufacturer ¿ yes. Device evaluation: the product was visually inspected with the unaided eye revealing the lens was in pieces, possibly due to explant. Further evaluation not possible. The complaint event is not confirmed. Manufacturing record review: the manufacturing process record was evaluated and the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. (B)(4). An attempt has been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225, 19.0 diopter intraocular lens (iol) had rotated, resulting in increased astigmatism. The lens was explanted. No other information was provided.